Manufacturer narrative:
Follow-up information received on 28-jun-2016: essure perforation and pregnancy questionnaires were received from the physician. Patient was (B)(6). Her pregnancy history includes gravida 12, parity 6 and pregnancy termination 6. Medical history includes remote history of pelvic inflammatory disease and cervical conization. Her last delivery was not by c-section. Her bmi was (B)(6). Essure was inserted by another physician. The patient presented with pregnancy of 5 weeks which was confirmed by doctor at ER visit. Essure was not in situ after diagnosis of pregnancy. No essure confirmation test was done. On (B)(6) 2015, a unilateral left perforation was diagnosed via x-ray. There was a complete perforation, essure was rectosigmoid. The right essure was in correct position. On (B)(6) 2016 essure was removed by laparoscopy (due to medical necessity and patient request). Left essure coil was overlying rectosigmoid serosa to omentum with small amount with embedment requiring minimal sharp dissection with general surgery for removal. The inner coil appeared intact mostly straight but the outer coil was curled. The patient recovered from the event. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had a pregnancy several months after essure (fallopian tube occlusion insert) insertion. She underwent an abortion and an x-ray revealed a unilateral left perforation: left essure coil was in lower abdomen. Later, a laparoscopic surgery was performed and this coil was found to be overlying rectosigmoid serosa to omentum with small amount embedded requiring minimal sharp dissection with general surgery for removal. These events are listed in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test. In this particular case, the patient did not have the confirmation test. An x-ray performed after pregnancy termination revealed a perforation with a small amount of the coil embedded in the intestinal serosa. This perforation could be an alternative explanation for the essure failure (pregnancy). However, since it is unknown if device dislocated before or after pregnancy onset, causality with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect.

Event description:
This is a spontaneous case report received on 28-apr-2016 from a physician via regulatory authority (case# mw5061307) in united states. It describes a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. In 2015, the patient was diagnosed with unintended pregnancy and underwent an abortion. Further workup revealed left fallopian tube was not occluded and coil (left) was in lower abdomen. Device was removed via surgical laparoscopy on (B)(6) 2016 and was found to be adherent to sigmoid colon serosa. It was removed without difficult or complication. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had a pregnancy several months after essure (fallopian tube occlusion insert) insertion. She underwent an abortion and further tests revealed the left coil was in her lower abdomen. Later, a laparoscopic surgery was performed, and this coil was found to be adherent to sigmoid colon serosa and was removed without difficulty. These events are listed in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test. In this particular case, no information was given about the confirmation test. A workup performed after pregnancy termination revealed essure was in abdominal cavity. This device dislocation could be an alternative explanation for the essure failure (pregnancy). However, since it is unknown if device dislocated before or after pregnancy onset, causality with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. Follow-up information and product technical analysis are being sought.

Manufacturer narrative:
Follow-up received on 27-may-2016: the ptc investigation result was provided. Ptc global number is (B)(4). Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had a pregnancy several months after essure (fallopian tube occlusion insert) insertion. She underwent an abortion and further tests revealed the left coil was in her lower abdomen. Later, a laparoscopic surgery was performed, and this coil was found to be adherent to sigmoid colon serosa and was removed without difficulty. These events are listed in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test. In this particular case, no information was given about the confirmation test. A workup performed after pregnancy termination revealed essure was in abdominal cavity. This device dislocation could be an alternative explanation for the essure failure (pregnancy). However, since it is unknown if device dislocated before or after pregnancy onset, causality with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Follow-up information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.